Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported the user¿s ilet connector disconnected while they were asleep, resulting in a wet spot in the bed. The user was able to reconnect the device, and blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.